Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: a patient was treated for dissection with the complaint device zta-d-28-160-w1. The device was used to cover a large re-entry above the celiac artery. After advancing the introduction system to the target site, the sheath was withdrawn and the stent graft expanded without problems. Hereafter, the physician attempted to pull the black gripper distally. The gripper was not able to slide so the physician pulled it back forcibly for several times. Then he noticed that the deployment sequence was wrong and started deploying the stent graft according to the IFU. However, when reaching the step where he had to rotate the grey safety lock knob, it was to tight to rotate. He used a pean, and managed to rotate it. Then the gripper would not slide at all and distal bare stent could not be released from the bottom cap. The physician used trouble-shooting and released the trigger wires but the distal end was still in the bottom cap. The black gripper could still not be moved. The physician withdrew the whole introduction system, the bottom cap was released and the stent graft was placed as planned. No adverse effects were reported to the patient. The introduction system, except for the stent graft and the outer components of the rotation handle, was returned for investigation. The black gripper was not retracted and could not be retracted to the handle even though the grey safety lock knob was open. Marks were observed on the grey sliding rod, grey safety lock knob and on safety rod 1 and 2. The marks on the grey safety lock knob were likely caused by the pean used to rotate the ¿tight¿ grey safety lock knob, as referred to in the event description. The marks on the grey sliding rod and the safety rod 1 and 2 could be aligned. This indicates that a tool was used, possibly to keep the grey sliding rod in place when pulling the black gripper distal. When these marks were applied is unknown. Moreover, during the investigation of the returned device substantial force needed to be applied to the grey safety lock knob to rotate it, even after separating the black gripper from the system and thereby any potential resistance. This indicates a defect to the grey safety lock knob/lock pin. The defect was likely applied when the physician used a pean and forced it to rotate. Additionally, the lock pin on the grey safety lock knob was twisted excessively from its locked position and not in alignment with the safety rod. Normally the lock pin will be in alignment with the safety rod when the grey safety lock knob is in the locked position and thereby prevent step 2 to be performed if step 1 is not fully performed. The forced rotation of the grey safety lock knob may have caused the twisting. The observed damage on the round hole (aligned with the safety rod and lock pin when the black gripper is locked to the system) indicates that the grey safety lock knob was forcibly rotated when it was locked to the safety rod. The safety rods were measured and within specifications. Additionally, the device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. A likely cause for the device defects observed during the returned device evaluation may be that step 1 was not fully performed before step 2 was initiated. However, since the stent graft was deployed and bail out was performed during the procedure, this could not be confirmed on the actual device evaluation. As an additional observation, the product was used for dissection, which is not within its intended use. According to the IFU and package insert the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms of the descending thoracic aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (b)((4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (b)((6) male with chronic dissecting aneurysm of aorta underwent tevar. The complaint zta-d-28-160-w1 was used to cover a large re-entry existing directly above the celiac artery, placement of the complaint. The anatomy was suitable for the procedure. Except for the fact that the primary disease was a dissection, there were no specific problem in the patient¿s anatomy. There were no severe tortuosity. After the delivery system was advanced to the target site, the outer sheath was withdrawn and the sten graft expanded in the vessel without problems. According to IFU, after the stent graft was expanded, processes below should be taken. 1.turn black safety lock on the handle. 2.rotate the handle until a stop is felt. 3.turn the gray safety lock knob. 4.withdraw the black gripper distally until it is locked with the handle. 5.after confirming that the color of the handle window is green, rotate the handle until a stop is felt. However, without following the steps above, the physician mistakenly attempted to pull the black gripper distally. Since the gripper could not be slid of course, the physician pulled it back forcibly for several times. After several attempts, the physician finally noticed that the process was wrong, and stopped sliding the gripper. Then, the black safety lock on the handle was turned and handle was rotated without problems. However, the gray safety lock on the gripper was too tight to rotate. Its tightness was abnormal. By using a pean, he managed to rotate the gray safety lock, but the gripper could not be slid at all. Thus, the distal bare stent could not be released. Judging from the fluoroscopic image, trigger wire seemed to have been released from the bottom cap. However, following the instruction of the trouble-shooting, he removed the back-end cap and pulled all of the release wires. Although the black gripper could not be moved at all even after pulling the release wires, the bottom cap could be freed from the wire and also the proximal end of the stent graft was deployed in the aorta. Now the stent graft was almost deployed in the aorta except for its distal bare stent folded in the bottom cap. Luckily, as the lesion was a dissecting aneurysm, the stent graft was pressed/grasped/fixed firmly in the wall of the narrowed true lumen. Therefore, by withdrawing back the whole delivery system, bottom cap could be released and the stent graft was deployed without any position shift. After that, a zta-pt-32-28-201-w1(lot#e3717856) was placed to cover the entry of dissection in the proximal area without problems. Fortunately, although difficulty in releasing the distal bare stent occurred, the stent grafts could be placed as planned eventually. Patient outcome: no adverse effects to the patient.